Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 300 mg/dl with high ketones. The contact changed out the infusion site and delivered a correction bolus to address bg level. The contact reported that the cause of the high bg level was not known. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.